Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that orders did not cross over. A technical support specialist (tss) dialed into the station and confirmed it was communicating normally with the server and syncing correctly. Further validation showed the patient record existed, but no medication orders were available, explaining why nothing appeared on the station. But customer mentioned that order did not cross over to 2 devices. Later tss connected to the carefusion coordination engine (cce) and found that the last messages received were on 06-apr-2026. No inbound admit discharge transfer (adt) or order messages were received, and outbound transactions were also not crossing, indicating a possible network or firewall issue affecting hl7 communication. Later hospital information technology (it) team resolved the issue, and messages were crossing successfully and customer confirmed that issue was resolved. The system functioned as intended after the hospital it resolved the issue.